Event description:
It was reported while using bd vacutainer® serum, the initial hbsag test showed a weak positive result. The serum was then re-centrifuged and re-tested, and the result became negative. This occurred with six tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the initial hbsag test showed a weak positive result. The serum was then re-centrifuged and re-tested, and the result became negative. This occurred with six tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: e.3. Other occupation: analyst. Investigation summary: bd did not receive any samples or photos for investigation. Certain assays, in this case hepatitis testing, are excluded from our protocols. Therefore, we are at the present time, unable to perform internal testing for infectious diseases based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results-hbsag. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.